Event description:
A caller reported difficulty with pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support guided the caller to ensure the pump was not connected to a power source and instructed on proper button pressing techniques, resulting in the button functioning correctly.